Event description:
A trilogy ev300 ventilator was undergoing a technical inspection when an error code e-384 was observed. There no patient involvement, and no harm or injury reported. The error code, which is related to a large pressure drop between the monitor and outlet pressure sensors, was determined to have occurred after a software update. The interior of the device was observed to be dirty and dusty. The device was cleaned. The software was updated one more time. Tests and checks were performed, and it was observed to be functioning properly.